Event description:
It was reported that the 9900 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage supply regulator board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.